Event description:
Pt underwent an interventional procedure to place an iliac stent. The physician attempted closure of the arteriotomy with the closer tsl 6 fr. Device. The first device was deployed and the needles were harvested with sutures attached. While separating the needles from the sutures, the sutures came free of the site. A second device was inserted and deployed, but adequate hemostasis did not result. Manual compression was held for several minutes with hemostasis being achieved. At this time, it was noted that there were no discernible femoral or distal pulses. The pt was taken to surgery where a cut down was done. The surgeon noted that a large piece of plaque which had not been seen on the sheathogram had been sutured to the artery wall causing a blockage. The stitch was cut and the plaque removed. Pulses were restored. The pt recovered with no further ioncident and was discharged on 05/07/2000.